Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Deflation and use error: observed 1 opening assessed as surgical damage per rga. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side exchange textured to smooth implants due to the patients concern with the product. Patient later reported "hardening and firmness," and "hardening, getting worse." Healthcare professional later reported capsular contracture, baker grade unknown and "punctured to remove implant". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side exchange textured to smooth implants due to the patients concern with the product. Patient later reported "hardening and firmness." Healthcare professional later reported capsular contracture, baker grade unknown. Device remains implanted.